Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141

Manufacturer narrative:
Aortic tears, or a tear of the aortic wall, may occur as a complication of cardiac surgery involving a diseased aortic root. Aortic tears are life threatening conditions that require urgent intervention. Death or serious injury would only be reportable if there was an allegation of device malfunction or device relationship by the patient's physician. In this case, it was reported that placement of the 23 mm valve across the sinotubular junction resulted in the laceration. The device was not returned for evaluation, as it was not available. Based on the received information, the root cause for the event was likely due to patient related factors and procedure related factors. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported via the patient registry that a 23mm aortic valve was explanted at implant due to aortic root tear and coronary ostia occlusion. Per obtained medical records, as the valve was being secured with the core knot device, it became evident that there was a tear within the aortic root measuring roughly 3mm in length. The aortic root tissue was extremely friable and the placement of the 23 mm valve across the sinotubular junction resulted in the laceration. Also, the post of the valve partially occluded right coronary ostia. For this reason, the valve was excised and was downsized to a 21mm edwards lnspiris bioprosthetic aortic valve. The patient tolerated procedure well was transferred to cvru. The patient was discharged on post-operative day five.